Event description:
It was reported that the customer tried to prime but there is no insulin going through. Customer was also receiving a no delivery alarm on the insulin pump. Customer's blood glucose level was 333 mg/dl. Customer was transferred to the helpline for assistance. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.